Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300-400 mg/dl). Reportedly, the customer had previously worked with their health care professional on creating different profiles for when the customer is at work and when they are sleeping. Customer stated they forgot to switch profiles as needed. Customer delivered boluses to stabilize blood glucose levels.